Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that during the night the pt's infusion tubing became separated from the luer. Her blood glucose level had risen to 400 mg/dl; her normal blood glucose level is 120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.